Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-06737. It was reported that when the patient presented in clinic for a follow up, it was discovered that the right atrial lead and right ventricular lead had dislodged. The leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.